Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during preventative by the medtronic service engineer, the 840 ventilator would not turn on. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced two breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) one of which was a failure out of box, graphic user interface (gui) cpu pcb, analog interface (ai) pcb and power supply unit. The ventilator passes all testing per manufacture specification at the time of service. The replaced components were returned to medtronic for further analysis. Each component was analyzed and tested individually in a test ventilator. No faults were found in the power supply, ai pcb and one of the bd cpu pcb. The gui cpu pcb was analyzed and found faulty due to q2 component fault. One bd cpu pcb was analyzed and found faulty due to faulty u101 reference designator. This fault would generate a ventilator inoperative condition. The cause of the event was isolated to a fault in bd cpu pcb & gui cpu pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative by the medtronic service engineer, the 840 ventilator would not turn on. The ventilator was not in use on a patient at the time of the reported event.